Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the end of the needle bent or damaged in any way? Yes. The tip of the veress needle was missing the rounded tip with the vent hole. It was just a straight edge at the tip. Was the needle blocked not allowing fluid to go thru? No. Did the needle not insufflate or maintain insufflation? I don't know. When the tip was discovered faulty, it's use was terminated.

Event description:
It was reported that during an unknown procedure that the tip was faulty. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Medical device: batch # 63772 device analysis: the analysis results found that six uv120 device were returned for analysis. Five were returned inside it's original package and one was received with no blunt safety stylet. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling was confirmed that the needle sleeve was assembled the other way around with the blunt safety stylet inside the handle. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch.